Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user accidentally rolled onto the device while working on a car, resulting in a cracked screen and loss of touchscreen function. The device continued to operate normally, and a replacement ilet was arranged for overnight shipment. No medical intervention was required.